Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that they were in the middle of using the thoracentesis kit on a patient when the clamp on the drainage bag gave way. Consequently, 300 to 600 cc's of fluid spilled which splashed the patient and the physician. They were able to use the same clamp and drainage bag, reattached the clamp and successfully completed the procedure. There were no patient complications reported.